Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR reports: 1627487-2010-03552, 1627487-2010-03553, 1627487-2010-03554, 1627487-2010-03555 and 1627487-2010-03556. The pt received his scs system, including an ipg, three anchors (of the same lot), three percutaneous leads (from two separate lots) and two extensions, on (B)(6) 2010. It was reported the pt developed an infection post-operative. He was hospitalized on three separate occasions as a result. The infection was treated with intravenous antibiotics. The infection has cleared and the scs system remains in use. Follow up on the pt found no further issues reported.